Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device was reworked with a replacement main printed circuit board (pcb), as a resolution. However, no return good authorization (rga) has been issued or requested by the customer on the suspect main pcb.

Event description:
The customer reported an intermittent transducer fault (xdcr) alarm , on this ventilator device. The customer stated no patient harm or injury was associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board.